Event description:
It was reported that (1) lcsc5 and (1) hp052 were used during a laparoscopic nephrectomy procedure. It was reported by the rep that the surgeon experienced lockout and could not get the lcsc5 to work consistently. It is unknown how the case was completed. There was no consequence to the pt.